Event description:
It was reported that this right atrial (ra) lead was attempted due to compromised insulation. The stylet went through the side of the lead toward the proximal end. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post-market quality assurance laboratory. Visual inspection noted cuts in the suture sleeve, which were likely incurred during explant. Detailed analysis confirmed the reported device observation, identifying a puncture in the insulation that extended from the inside of the lumen through to the outer surface of the lead body, located approximately 32 millimeters (mm) from the terminal pin end of the lead. Testing was conducted to assess the lead electrical performance. However, subsequent testing did not identify any product abnormalities that could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was attempted due to compromised insulation. The stylet went through the side of the lead toward the proximal end. A new lead was implanted. No adverse patient effects were reported.